Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monophasic) has been confirmed. A review of device download data confirmed that the monitor delivered a monophasic pulse during incoming pulse testing at the distributor.  The root cause investigation is underway. A supplemental report will be submitted upon completion of investigation. No adverse event resulted from the defective equipment.

Event description:
A us distirbutor reported that a monitor delivered a monophasic pulse.